Event description:
The user reported that there is a battery connectivity issue.

Manufacturer narrative:
(B)(4). Product eval is pending. Issue is being reported as alert could not be cleared by operator.